Event description:
Per the clinic, the patient experienced non-auditory stimulation subsequent to sustaining trauma to the cochlear implant side of the head. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the patient was treated with oral antibiotics for a duration of 5 days. The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, there are plans to explant the device and the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached.